Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6), 2024, the patient contacted lifescan (lfs) USA alleging that her onetouch ultra 2 meter was reading inaccurately low compared to her feelings and/or normal results. The complaint was classified based on the customer care agent (cca) documentation and om additional information obtained after medical surveillance (ms) reviewed the call recording. The patient reported that she first noticed that the subject meter started giving alleged inaccurate readings at 1:00 pm, on (B)(6), 2024, when she compared her blood glucose reading from the subject meter (189 mg/dl) to a reading on an ER meter (97 mg/dl). The reason for going to the ER was not related to a blood glucose excursion. During the call with lfs on (B)(6), 2024, around 3:50 pm, the patient obtained a blood glucose reading of ¿158 mg/dl¿ with the subject meter and claimed it to be inaccurately low as she stated: ¿I have all the symptoms of my blood sugar being higher than 158 mg/dl¿. The patient manages her diabetes with metformin (twice a day) and claimed she did not make any changes to her usual diabetes management regimen in response to the alleged issue. During the call the patient also stated that she developed symptoms of ¿dry mouth, headache and blurry vision¿. There is no report of medical treatment received due to the alleged issue. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca walked the patient through a control solution test and the result was in range. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after alleged inaccurate low results obtained with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.